Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The product support engineer advised the biomed that overlay or pm may be faulty and gave part ID. Caller has already replaced the power management board and the power overlay. Advised customer to replace the ui pcba. Caller request to send the unit to the repair bench. The customer returned the part to the bench for repair. The service technician confirmed the reported problem. After 30 minutes with ac plug unit would power on by itself . The tech replaced user interface pcba, ran performance verification ,all testing passed. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device turns on by itself. The customer reported that there was no patient involvement.